Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt does not communicate with monitor and displayed a service code 204. The root cause of the failure was contamination on j200, j500, j501, j502 components in the distribution node (dn). The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that an electrode belt does not communicate with monitor.